Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor would not connect and had lost sensor signal. The customer states the sensor was noted to be bent. The customer's blood glucose level at the time of incident was 408mg/dl. The customer treated the high with the pump. The customer declined to troubleshoot for highs. The customer was advised replacement would be sent.